Event description:
Pt with hydrocephalus, had integral shunt system placed in 2004. Pt developed recurrent symptoms. The integra snap unisystem was fractured at its connection to the valve when md re-operated on pt in 2005. Spilling csf into pt. This was a defect in the system.